Manufacturer narrative:
Product eval: the returned sample was evaluated. The damage appears indicative of lens case related damage. Product history records were reviewed and all documents indicate the product met release criteria. Root cause: due to the absence of clinical solution on the returned sample, the root cause is potentially mfg related. If the lens becomes misaligned in the lens case while closing, lens damage may occur. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate mgmt personnel. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2011 and (B)(4) 2011 by mail. A completed questionaire was received on (B)(4) 2011. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was damaged in the holding tray at the time it was opened. The lens never came in contact with a pt. A new lens was opened for the surgery. There was no pt impact.